Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that screw on the system controller popped off. The patient was stable, and the ventricular assist device (vad) operated as intended. The center would swap the controller once the patient was out of the intensive care unit (ICU) and it was safe to do so. The patient was on inotropic support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the screw head breaking off from one of the screws was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed that the screw head on one of screws used to secure the backup battery cover had broken off. The damage screw did not impact the functionality of the controller during testing. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 5 days of relevant data 14mar2025 ¿ 19mar2025 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue while the driveline was connected. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 03jan2025. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged on (B)(6) 2025.